Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter during a low anterior resection surgery, mechanical anastomosis was failed. The device cut the ends of the colon and recto, but the clamps were not closed and the anastomosis was left open.